Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) of 540 mg/dl; cause was unknown. Customer is unsure what treatment they received and was released (B)(6) 2026 with the issue resolved and no permanent damage. No additional patient or event information was available.